Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include changes in anticoagulant therapy related comorbidities and the patient's past medical history. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating during patients's admission for gi bleed ((B)(4)), the patient exhibited stroke-like symptoms on (B)(6) 2017 as he was awaiting an esophagogastroduodenoscopy (egd). The patient had some weakness and aphasia from previous strokes, but his aphasia was worsening, he had more weakness, and was slurrying his speech. A code stroke was called and the patient was taken for a stat head computed tomography (CT). The head CT visualized his past strokes, but nothing new at that moment. International normalized ratio (inr) was 1.6 on this day, but he was therapeutic on IV heparin (ptt 50s). Of note, the patient underwent pump exchange for suspected thrombus in (B)(6) 2016 ((B)(4)) and has had two cerebrovascular accidents (icva) in (B)(6) 2016 ((B)(4)) and (B)(6) 2017 ((B)(4)). A repeat head CT on (B)(6) 2017 did visualize an area of hypo attenuation near the left thalamus. As of today, the patient's weakness has improved back to his baseline, but he is still more aphasic than before, particularly with numbers. Currently the patient remains admitted to the step down unit as they await a therapeutic inr to be able to discharge the patient home. Inr goal is now 2.5-3.0 (lowered slightly due to recent gib), asa and plavix daily. No further information available.